Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that 7mm extended length endoscope was defective.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4,d-9,g-2,g-3, g-6, h-2,h-6,h-11,h-12. Corrected section unique identifier (UDI) # d-4 : from " (B)(4) " to " (B)(4) " a lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site. See attached email.

Event description:
N/a.